Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed/ will be performed etc. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that the patient's hospitalization was prolonged due to unspecified peg/j tubing issues and was not discharged until (B)(6) 2019. On (B)(6) 2019, the patient was readmitted to the hospital and underwent surgery on (B)(6) 2019 to fix the unspecified issue with the tubing.